Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer via a company employee regarding a patient receiving unknown medications. The indication for use was spinal pain. The patient reported being very dissatisfied with his pump and that they are on extremely high doses of multiple medications which they are dependent upon. The patient is unable to get his pump filled here and also that their physician will not remove it as they had requested. It was also noted that the patient appeared to exhibit severe mental illness. Further follow up was done to determine the event date, clarification about the event, if any symptoms occurred, what steps were taken to resolve the event, and if the event has resolved.